Manufacturer narrative:
(B)(4). Date sent: 3/29/2023. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device batch number 25641, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. Additional information received: log line 1 new, event details, start date: on (B)(6) 2022, alert date: 30- jun- 2023, country of event: us, model: lxmc14, device lot number: 25641, date of surgery: on (B)(6) 2021, adverse event term: dysphagia requiring treatment. Continued gerd/dysphagia symptoms requiring linx explant. Patient details: patient identifier: (B)(6), sex: female, age (at time of consent): 60 years, additional event details: site awareness date: 07 feb 2023, end date: on (B)(6) 2022, severity: moderate, is the adverse event serious? No, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship , relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: index. Intervention/treatment: none: no, dilation performed: yes, indicate type of dilation? Pneumatic, date of dilation: on (B)(6) 2022, diagnostic intervention: no, diagnostic imaging: yes, drug therapy: no, observation: no, linx explant: yes, other surgical intervention: no, other intervention/treatment: no, if other specify: blank, outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: no did this event result in the patient¿s discontinuation of the study? No. Log line 1 updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? No / n/a. Log line 1 updated: adverse event term : dysphagia requiring treatment. Continued gerd/dysphagia symptoms requiring linx explant / dysphagia requiring treatment and linx explant. Explant notification updated: if yes, choose the primary ae log line, start date and term: blank: #001 on (B)(6) 2022, dysphagia requiring treatment. Continued gerd/dysphagia symp. Explant notification updated: continued gerd symptom: yes / no. Explant notification updated: if yes, choose the primary ae log line, start date and term: #001 on (B)(6) 2022 / dysphagia requiring treatment. Continued gerd/dysphagia symp / #001 on (B)(6) 2022 / dysphagia requiring treatment and linx explant h6: patient did not suffer from acid reflux with intervention or epigastric discomfort. (E1025 and a24).

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information received: new explant notification event details. Alert date: 13- jun- 2023 date of explant: 07 sep 2022 country of event: us model: lxmc14 device lot number: 25641 date of implant: 17 dec 2021 patient details patient identifier: trx_2018_01: 00390-009 sex: female age (at time of consent): 60 years additional event details was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: blank if no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no other: no if other, specify: blank describe the technique used for explant (check all that apply) laparoscopic: yes endoscopic: no other: no if other, specify: blank. Were any concomitant procedures performed?: yes describe any notable observations during the explant procedure: scar around linx device.

Event description:
It was reported via clinical trial patient (B)(6) experience, the patient was experiencing worsening dysphagia and decided to have the linx device removed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). Sex: female. Age (at time of consent): 62. Weight: 65.8 kg. Height:l 5'4". Date of birth: on (B)(6) 1961. Patient initials: (B)(6). Alert date: 7/feb/2023. Country of event: us. Model: unknown. Device lot number: 25641. Procedure name: robot assisted laparoscopic toupet fundoplication, removal of linx. Date of explant: on (B)(6) 2023. Adverse event term: the patient was experiencing worsening dysphagia and decided to have the linx device removed site awareness date: 7 feb 2023. Intervention/treatment: device explanted. Additional information was requested, and the following was obtained: what is the product code? Lxmc14. When was the implant date? On (B)(6) 2021. When was the explant date? On (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. Additional information received: start date: blank. Alert date: (B)(6) 2025. Country of event: us. Model: lxmc14. Device lot number: 25641. Date of surgery: (B)(6) 2021. Adverse event term: worsening dysphagia. Patient details: patient identifier: (B)(6) site country name: united states. Sex: female. Age (at time of consent): 60 years. Additional event details site awareness date: blank. End date: blank. Severity: blank. Is the adverse event serious? Blank. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: blank. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? Blank.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information received; describe any notable observations during the explant procedure : scar around linx device: dense adhesions around linx device.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. Additional information received: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : blank : no. End date : blank : (B)(6) 2022. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank : no. Outcome : blank : recovered/resolved with sequelae. Relationship to study device : blank : not related. Is the adverse event serious? (If yes, check all that apply) : blank : no. Severity : blank : severe. Awareness date : blank: (B)(6) 2024. Relationship to study procedure : blank : not related. Start date : blank : (B)(6) 2022. Updated log line: 2. Updated: awareness date : (B)(6) 2024 : (B)(6) 2023. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no , n/a.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. Additional information received: adverse event term : dysphagia. Dysphagia and regurgitation.

Manufacturer narrative:
(B)(4). Date sent: 5/27/2025. Additional information: updated log line: 1. Updated: adverse event term: dysphagia and regurgitation = dysphagia. Updated log line: 1. Updated: end date: (B)(6) 2022 = blank. Outcome: recovered/resolved = not recovered/not resolved. Updated log line: 2. Updated: end date: (B)(6) 2022 = blank. Awareness date: 15 nov 2023 = blank. Start date: (B)(6) 2022 = blank. Adverse event term: worsening dysphagia = blank. Outcome: recovered/resolved with sequelae = blank. Relationship to study device: not related = blank. Relationship to study procedure: not related = blank. Severity: severe = blank. Did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form.: no = blank. Is the adverse event serious? (If yes, check all that apply): no = blank. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a = blank.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2025 additional information: if yes, choose the primary ae log line, start date and term: : # 001 (B)(6) 2022- dysphagia requiring treatment and linx explant => # 001 (B)(6) 2022- dysphagia